Event description:
It was reported that the collimator on the 9800 system closed down, and there was a charger failure error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The voltage was adjusted during the service call. The system was tested and found to be working as intended, and put back into service.